Event description:
While manipulating the guide wire during a central line placement, the resident indicated that the wire formed a knot. The complainant mentioned that the resident's lack of experience may have contributed to the event. There were no adverse pt effects and no interventional action was taken.